Event description:
It was reported that balloon rupture occurred. The patient presented with occluded anterior tibial artery (ata). The 100% stenosed target lesion was located in the moderately tortuous artery. A 1.2mm x 15mm x 142cm emerge balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed from the patient and the procedure was completed with different device. No patient complications nor injuries were reported. The patient condition was good.